Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 800 mg/dl and a temporary basal rate was set to 75 percent. The customer went to the emergency room and was admitted to the hospital. The ketone level was moderate and was considered as being dangerous (diabetic ketoacidosis (dka)) by a healthcare provider. The customer was treated with intravenous fluids/insulin. Blood work and an echocardiogram were performed. The contact reported that a suspected cause of the event was due to the stomach flu, emesis, dehydration and to the pump not delivering insulin. At the time of the report, the dka had not been resolved and the customer had not yet been discharged. The customer had reverted to using insulin injections as an alternate insulin therapy. Although requested, additional information was not provided.